Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of stent shaft break. Block h10: the returned contour vl ureteral stent was analyzed, and a visual evaluation noted that the shaft middle section was completely torn and the physician could have faced the failure as stent shaft break. The suture string was not returned and the suture hole was found torn. No other issues with the device were noted. The reported event was confirmed. According to the product analysis, the suture string was not returned, and the device was out of the original pouch, it is evidence that the device was manipulated. The problems found were issues that could have been generated by the user or due to the interacting of the device with the suture string or due to an excess of force apply during the interaction with other devices involved during procedure. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was used during a stent placement procedure in the ureter, performed on (B)(6), 2021.during unpacking, it was noticed that the stent was broken in two pieces. Another contour vl ureteral stent was opened and successfully completed the procedure.there were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was used during a stent placement procedure in the ureter, performed on (B)(6) 2021. During unpacking, it was noticed that the stent was broken in two pieces. Another contour vl ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.